Manufacturer narrative:
During an investigation for an unrelated issue, a reportable malfunction was found. Upon investigation, the monitor was unable to recognize the ECG signal. The cause for the failure was isolated to a shorted u612 inverting charge pump on the computer/analog pca. The root cause for the shorted u612 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The patient's monitor was unable to recognize an ECG signal.